Event description:
It was reported that an intermate had particulate matter inside its balloon. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from march 18, 2013 to march 19, 2013. Evaluation summary: the device was returned for evaluation. Visual inspection, via the naked eye, noted solid white particles, between 0.15 and 0.70 mm in size, floating in the fluid of the bladder. Fourier transform infrared (ft-ir) spectroscopy scanning identified the particles to be acrylic material. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause or origin of the particles was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.